Event description:
Information received indicates the left head caster is unlocking from brake whenever the pt moves.

Manufacturer narrative:
The technician found the left caster wouldn't lock completely when engaged due to a worn caster. He replaced the caster to repair the bed.